Manufacturer narrative:
Although the actual sample was not returned, a set of companion samples was provided for physical evaluation. A visual inspection was conducted on the returned samples with no issues noted. Dimensional measurements were performed and the results were found to be within tolerance specifications for the device. Additionally, a taper test was performed using a force gauge with no issues noted. A simulated therapy was successfully completed with the returned samples with no issues noted. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual sample could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the occurrence date of the reported leaks was unknown, the event date has been defaulted to the first of the month during which the leaks were reported to have occurred. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered multiple fluid leaks from their apd luer lock connector during peritoneal dialysis therapy. It was not specified during which phase of therapy the leaks began. The leaks were further described as fluid was dripping from the connection between the patient¿s apd luer lock connector and their supply bag. It was not reported if there were any alarms that preceded the event. It was noted that the patient uses a third party supply bag for their last bag when performing peritoneal dialysis therapy. The occurrence date of the reported leaks is unknown. The patient continued with peritoneal dialysis therapy throughout the month prior to the leaks being reported. There was no report of patient injury resulting from the leaks. The samples were not available for evaluation. Additional information was requested but was unavailable.